Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Lower section of brush lodged in throat [foreign body in respiratory tract]. Lower section of the brush which swings broke away [device breakage]. Case description: report source: spontaneous. A female consumer of unspecified age reported via e-mail on 11-apr-2018 that while cleaning her teeth 2 weeks ago with an oral-b rechargeable toothbrush, version unknown, the lower section of the oral-b brushhead, version unknown which swings broke away as she cleaned the back of her tongue and became lodged in her throat. She reported she leaned forward over the sink and managed to free the lodged section. The case outcome was recovered. Relevant history: none reported. No further information was provided.

Event description:
Lower section of brush lodged in throat [foreign body in respiratory tract] lower section of the brush which swings broke away [device breakage] product counterfeit [product counterfeit] case description: report source: spontaneous. A female consumer of unspecified age reported via e-mail on 11-apr-2018 that while cleaning her teeth 2 weeks ago with an oral-b rechargeable toothbrush, version unknown, the lower section of the oral-b brushhead, version unknown which swings broke away as she cleaned the back of her tongue and became lodged in her throat. She reported she leaned forward over the sink and managed to free the lodged section. The case outcome was recovered. Relevant history: none reported. No further information was provided. 13-jul-2018 follow-up: consumer sent e-mail stating brush head was used with oral-b vitality toothbrush.

Manufacturer narrative:
23-jul-2018 product investigation results: the reporter returned toothbrush head on 23-jul-2018. Toothbrush head confirmed to be counterfeit.